Event description:
This IV lead was implanted on (B)(6) 2012. It was noted that the md was unhappy with the thresholds but left the lead implanted. The procedure took place at (B)(6) hospital with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).